Event description:
Reporter alleged family member passed out, was in a "diabetic coma", and was hospitalized for four days due to the blood glucose monitoring device results. Reporter stated family member became disoriented and emergency medical technicians (emt's) were called; however, family member was admitted to one hosp for 24 hours and then transported to a different hosp where she remained for 4 days where she was given insulin and other unk medications for high blood glucose. Reporter indicated the alleged incident happened in 2004 and would be unable to give details on the result prior the alleged event or any of the hosp results. Reporter stated being told family member was in a "diabetic coma" by the dr's diagnosis. Reporter stated no controls were used at the time of the incident. A request was made for the return of the suspect device and replacement product was sent.